Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 139256, item name: m2a magnum taper insert, lot #: 026930. Item number: 157444, item name: m2a magnum head, lot #: 790140. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03153. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the taper adaptor would not disengage from the trunnion. An extended trochanteric osteotomy was required in order to explant the head and stem. No additional information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of op notes which indicated the head was unable to be disimpacted from the stem, as it appeared to frozen on to the trunnion. Surgeon then elected to proceed with removal of the stem on block. A trochanteric osteotomy was then planned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.